Event description:
Additional information received indicating that the patient is scheduled to undergo surgery to have their vns device removed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient did undergo explant surgery and it was due to vocal cord paralysis, lack of effectiveness, increase anxiety related to interrogation of device and increased drooling at times.

Event description:
The patient's nurse practitioner reported that the patient was previously diagnosed with vocal cord paralysis around time of vns implant. The nurse practicioner was able to confirm that the vocal cord paralysis was due to vns surgery. A review of device history records for the lead and generator show that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.